Manufacturer narrative:
H6: investigation summary : no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the PICC tube used by the child was not more than a week after the needle free and closed infusion joint of the diaphragm was replaced on (B)(6) 2023. Fluid leakage occurred at the joint after infusion today. The connecting tube was replaced in time and the blood glucose of the child was measured at 2.2mmol/l, which was low. Report to the doctor in time, adjust the sugar rate according to the doctor's advice, and then retest the blood sugar to normal.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the PICC tube used by the child was not more than a week after the needle free and closed infusion joint of the diaphragm was replaced on (B)(6) 2023. Fluid leakage occurred at the joint after infusion today. The connecting tube was replaced in time and the blood glucose of the child was measured at 2.2mmol/l, which was low. Report to the doctor in time, adjust the sugar rate according to the doctor's advice, and then retest the blood sugar to normal.